Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had multiple pump error alarms. Customer's blood glucose value was unknown. Customer stated that they had post-reset ram crc alarm, for which they were able to rewind the pump. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor and displacement test. No pump error 19, 23, 43, 42, 3, 81, 18 alarms noted during testing.